Event description:
Nurse was priming IV cath ext set and IV primary set. Fluid ran through primary set but stopped at valve to ext. Nurse changed to another ext set and fluid ran through properly. No patient contact with defective set.note that this is third report.